Manufacturer narrative:
G4: 08jan2020. B4: (B)(6). Attempts were made to contact the customer to obtain additional information regarding the device's evaluation and repair. The customer did not respond to these attempts. This complaint will be closed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11/01/2019.

Event description:
The customer reported that when the vent alarm went off the nurse call system did not. The device was not in use on a patient during the time of the event. No patient harm was reported.